Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2023; explant date product ID l-evolutfx-2329 (lot: 0011858215); product type: 0195-heart valves; implant date n/a; explant date n/a select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted that the properties of access blood vessels were not so good, and the diameter of the blood vessels were small. Subsequently, the sheath was raised but did not progress from the mid-way point of the leg (near the common iliac artery). Despite repeated attempts, dissection was confirmed from the puncture site to the area near the terminal aorta. It was reported that the timing of the dissection was during the use of a non-medtronic sheath, which was prior to the use of medtronic inline sheath. Subsequently, the leg was successfully repaired with treatment. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the valve implant procedure, the left side was used as the access site for the delivery catheter system and the minimum diameter of the access vessel was 5.0mm. During advancement, left access site dissection was noted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Third paragraph added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was noted that the properties of access blood vessels were not so good, and the diameter of the blood vessels were small. Subsequently, the sheath was raised but did not progress from the mid-way point of the leg (near the common iliac artery). Despite repeated attempts, dissection was confirmed from the puncture site to the area near the terminal aorta. It was reported that the timing of the dissection was during the use of a non-medtronic sheath, which was prior to the use of medtronic inline sheath. Subsequently, the leg was successfully repaired with treatment. No additional adverse patient effects were reported. Additional information was received that during the valve implant procedure, the left side was used as the access site for the delivery catheter system and the minimum diameter of the access vessel was 5.0mm. During advancement, left access site dissection was noted. No adverse patient effects were reported. Additional information was received that surgical repair was performed due to the dissection at the time of device insertion. After the repair, the valve was successfully implanted.